Event description:
It was reported that the customer experienced high blood glucose levels that began around the holidays, with the issue persisting intermittently until changes were made by their healthcare provider on january 9. There was no adverse impact to the customer's blood glucose level. The customer addressed the high blood glucose levels by administering a correction bolus via the pump, drinking water, and exercising on a bike. Technical support assisted the customer in updating the correction factor settings and advised consulting with their healthcare provider whenever settings are updated, which the customer acknowledged.